Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. Also, there was slight moisture damage found on the electronic and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 168 mg/dl at the time of incident. She stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.